Event description:
It was reported that the cadd cleo infusion set cannula was bent. The patient experienced elevated blood glucose levels throughout the night, which returned to the target range after replacing the cassette, tubing, and infusion set. There were patient involvement and no patient harm. This malfunction could interrupt insulin delivery and potentially affect the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.